Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device driving shaft was broken. It was further determined that the device failed pretest for check for roundness, check proper function of the triggers, check for leakage, marking and labeling and general condition. It was noted in the service order that the device was not working. During further evaluation, it was determined that the device was leaky, the coupling tool side did not function, the trigger was blocked, jammed, stiff and moved heavily and the tool clutch was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.